Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and calcium (ca) results generated by the unicel dxc 800 pro synchron clinical systems. Upon repeat lower results were obtained. The erroneous results were not reported outside of the lab. There was no affect to patient or user associated with this event.

Manufacturer narrative:
The system is calibrated every 24 hours and qc samples are run every 8 hours. Prior to the event, qc results were within the lab's established ranges. A field service engineer (fse) replaced several hardware components. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.